Event description:
It was reported the patient had the spectra penile prosthesis replaced with a tactra penile prosthesis as the patient was not satisfied with the size of his implant. No patient complications were reported.

Event description:
It was reported the patient had the spectra penile prosthesis replaced with a tactra penile prosthesis as the patient complained about the size of his implant. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported sizing issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation and all information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that unintended use error caused or contributed was the most probable cause of the event.